Event description:
A caller reported experiencing a cgm error 42 related to the g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions and guided the caller through the process, which resolved the error. The caller was advised to wait 20 minutes before starting their sensor session and confirmed their understanding of these instructions.